Manufacturer narrative:
This report is being submitted to provide a correction as the report information was submitted on two medical device reports in error 3002808148-2022-02167). Reference MDR# 3002808148-2022-02167 and for all investigation details and any additional information, if available.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope was leaky. During inspection of returned device, there was a gap of adhesive on the distal end, allowing stain to enter inside the lens. There was a gap between acoustic lens and ultrasound probe. This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. It was found, the scope connector was deformed causing water tightness to be lost. In addition to the evaluation, the tee nut was loose. The lock engagement lever was worn causing up down knob not to lock securely. Switch button 3 was damaged. The electrical connector was corroded. The plate was corroded due to water leakage. Scope ID (internal diameter) has corrosion due to water leakage. Acoustic lens was scratched. The adhesive on bending section cover was detached. The play of the angulation up/down knob and right/left knob was out of specification due to elongation of the angle wire. The ultrasound case has discoloration. The universal cord had buckling. The circuit board was corroded due to water leakage. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.